Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to sinus irregularity and ectopy. The icm remains in use. No patient complications have been reported as a result of this event.